Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1.initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fingerprint scanner delayed. The customer stated that that it occurred to all 10 anesthesia es at their site and had significant delay when they tried to login. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: a1 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint scanner had been delayed. A technical support specialist (tss) logged in as cfn admin and opened the 'programs and features' control panel to uninstall all programs with 'lumidigm' in their name. After uninstalling, they rebooted the device and logged in again as cfn admin. They downloaded lumidigm drivers from eft, transferred the pci to the station, and ran the installer executable. Once installation was complete, they rebooted the station and tested the bio ID sensor. The system functioned as intended after the technical support specialist had troubleshot the device.